Event description:
A cartridge loading error 20 was reported by a distributor in ireland. There was no adverse impact to the customer's blood glucose level. Despite following the proper load technique with assistance from technical support, the customer was unable to successfully load a cartridge and resume insulin therapy due to a recurring alarm. Consequently, a replacement pump was arranged by technical support.